Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 7072318/7070958, model/ catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients pocket site was swollen and painful. The patient underwent an explant procedure and was doing well postoperatively.